Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include redness, drainage, and pain. Cultures of the device pocket were obtained, however there was no organism growth. The pt does not have meningitis. The pt was treated with oral antibiotics and partial device system explant. Date unk. The device was not returned to the MFR for analysis. Hcp reported pt's infection is resolved. Hcp reported pt's risk factors included diabetes.